Event description:
Event description cpi received information that the physician monitoring this patient indicated that the ventricular lead was 'not working' properly. Information also confirmed that the patient exhibited elevated threshold measurements, with one episode revealing that the patient was in nonsustained ventricular tachycardia where loss of capture occured. The physician elected to reprogram the patient's implantable cardioverter defibrillator (ICD) to ensure safety. Further information revealed that the patient was brought back in for a lead revision procedure, at which time a microdislodgement was identified.